Event description:
It was reported that restricture occurred. The target lesion was located in the common bile duct. A 10x42x75/ 7f wallstent rp endoprosthesis stent was implanted to treat the lesion. Five months post procedure, the physician found liver abscess and early stage occlusion in the stent was noticed. The stricture was treated by implanting another 7x11x36/ 7f wallstent rp endoprosthesis stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).